Manufacturer narrative:
Results: the lantern was undamaged. The non-penumbra guiding catheter had a cut on the distal tip. A demonstration 0.040¿ mandrel was inserted into the non-penumbra guide catheter and was unable to advance further than 13.0 cm into the device. A demonstration 0.035¿ mandrel was inserted into the non-penumbra guide catheter and was advanced through the full length of the device. The lantern was advanced into the non-penumbra guiding catheter, experienced resistance and was unable to be advanced further. The lantern was removed and it was measured to have advanced approximately 37.0 cm into the guiding catheter. It is notable that this is the location of the distal and proximal polymer transition on the lantern which was measured to have an od of approximately 0.040¿. Approximately 13.0 cm of the lantern length with a 0.40¿ od was able to be advanced into the non-penumbra guide catheter. Conclusions: evaluation of the returned lantern revealed the lantern was unable to advance through the non-penumbra guide catheter. During functional testing, a 0.035¿ and a 0.040¿ demonstration mandrel were inserted into the non-penumbra guide catheter. The 0.035¿ mandrel was able to advance through the guide catheter with minimal resistance. The 0.040¿ mandrel experienced resistance approximately 13.0 cm from the catheter hub and was unable to advance further. The returned lantern was inserted into the non-penumbra guide catheter and was unable to advance further than 37.0 cm into the guide catheter. Further evaluation revealed that the material transition point on the lantern was positioned at the same location that the 0.040¿ mandrel experienced resistance. The lantern was undamaged and the od of the device was within specification. The non-penumbra guide catheter was of unknown identity; therefore, it¿s device compatibility could not be determined. Based on the device investigation, the non-penumbra guide catheter is likely not compatible with the lantern. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal dural arteriovenous fistula (davf) using a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was tortuous. During the procedure, while inserting a lantern into a non-penumbra guiding catheter, the physician experienced resistance approximately 20-30 centimeters from the proximal end of the guiding catheter and the lantern would not advance further; therefore, it was removed. The physician then attempted to re-insert the lantern into the guiding catheter but resistance was encountered again at the same position; therefore, the lantern was removed. The procedure was completed using a new lantern and the same guiding catheter. There was no report of an adverse effect to the patient.